Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the recharger never displayed the ¿implantable neurostimulator (ins) charge complete¿ screen when the handset indicated the ins was 100% charged. The consumer stated the first time the ins was charged, the recharger displayed the ¿ins charge complete¿ screen, however, the recharger hasn't shown the ¿ins charge complete¿ screen the past 2 ins charging sessions noting that the consumer continued charging the ins for 2 hours with all 8 coupling boxes shaded in. The manufacturer believed the consumer was mistaking the ¿ins charge sufficient screen¿ for the ¿ins charge complete¿ screen. The differences between the ¿ins charge sufficient¿ and ¿ins charge complete¿ screen was reviewed along with charging expectations between the ¿ins charge sufficient¿ and ¿ins charge complete¿ screens. It was reviewed the equipment seemed to be working properly and the consumer was going to continue to monitor and voiced understanding. Additional information was received from the consumer reporting the patient's new implantable neurostimulator (ins) is not getting a full charge and never gets beyond the third quartile. During the call, they had the patient charge the newer ins and reported the ins is 75% charged and the final quartile is flashing. The recharger remains on the screen no matter how long the patient charges the ins. They stated that sometimes the recharger antenna moves and the coupling boxes will decrease because the patient's tremor is "pretty bad right now", but they are able to get all the coupling boxes filled in after repositioning the recharger antenna. The bandages were removed three days after implant date and there is no redness nor swelling. The newer ins may be protruding a bit more than the patient's other ins, but "nothing major". They stated the patient had no issues charging the older ins. They used the patient's older recharger to charge the new ins but ran into the same issue with maintaining coupling boxes. It was reviewed that the equipment seemed to be functioning properly and they were redirected to the patient's healthcare provider (hcp) to have the ins checked. The patient has an appointment with their hcp in january.